Manufacturer narrative:
Additional information was received that the patient was not able to connect from her ipg to the remote control. The patient underwent a revision procedure wherein the ipg was replaced. The physician suspected device malfunction with the ipg due to patient's multiple falls as well as electrocuting herself. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg had not worked. It was noted that the ipg was not responding to charge, programs and connectivity since he was electrocuted by accident which was not device related. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's battery had not worked. It was noted that the ipg was not responding to charge, programs, or connectivity after a non device related surgery wherein an electrocautery was used. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04)